Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion and cardiac tamponade. The reported hypotension and hypertension appear to be cascading effects of the effusion. Pericardial effusion, cardiac tamponade, hypertension, and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and medication required are results of case specific circumstances as pericardiocentesis was performed and a bolus of saline infusion was administered. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with extensive posterior flail and prolapse. Prior to inserting any mitraclip devices, a transseptal puncture was performed. However, difficulties obtaining a maximal posterior position for height. Four attempts were made to achieve maximal height. The transseptal puncture was finally performed at the posterior border of the fossa. There was no evidence of pericardial effusion. A steerable guide catheter (sgc) was then inserted without issues, and imaging confirmed no evidence of pericardial effusion. The procedure was continued per the instructions for use (IFU). A mitraclip xtw was then inserted, and grasping was performed. The clip was locked and closed, and immediately the systolic blood pressure (sbp) increased from 120 beats per minute (bpm) to 130 bpm. A doppler was performed and revealed no residual mr. However, the blood pressure dropper to 100 bpm and within minutes, the bp continued to decline to 86 bpm. A bolus of saline infusion was then administered, and the clip was deployed on the mitral valve, reducing mr to a grade of 2. A pericardial effusion was observed. To treat the pericardial effusion, pericardiocentesis was performed. It was noted that approximately 900ml of blood was aspirated from the pericardial space, and heparin was reversed. The patient gradually stabilized, with the sbp at 100 bpm. Though surgical consult was requested, the sgc¿s dilator and wire was reintroduced into the sgc and back into the left atrium (la) to test for effusion. The dilator was over-extended beyond the normal length, and the sgc was slowly retracted, using the dilator and a temporary tamponade. Eventually, all abbott products were removed, with only a wire left remaining in the patient. No effusion was observed. The patient was then transferred to the intensive care unit and remained sedated until the next day. The patient was reported to be normal.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information